Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the tip of the bd plastipak¿ luer-lok¿ syringe was defective and the needle couldn't be attached. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "customer reports that in the last batches received for material 990172, bubbles have been noted while blood sample acquisition. It has been compromising the proper blood draw volume, because once the acquisition comes with bubbles the intended volume is not reached. Once of the batches affected is 2271303, but this is not the only one the issue has been identified. ____ customer sent to us the additional information below. Unfortunately we have no defective syringe for shipping (we discarded because it is contaminated material), only photos exemplifying the reported problems. Follow the requested information:... How many units (quantity) of lot 2271303 had the problem? That is: how many events were identified / happened? Were not accounted for. Several collectors reported problems in blood suction, but we have no exact numbers... Was there any damage to patients? (Eg insufficient sample for examination, need for recoletan, incorrect result due to low blood volume, blood sample showed foam, etc. - detailing). Yes. There was a need for new puncture in some cases (few) under low blood volume. In cases where blisters were trained, it was still possible to take advantage of the sample, without generating damage to patients. Was there a need for medical intervention and/or clinical consequence due to what happened (additional or image exams, treatment change, diagnostic error, medicine administration, etc.)? (Detail) no. Was there any difficulty in coupling the needles to the syringes? If so, describe. In cases where the tip of the syringe was defective, it was not possible to attach the needle. In such cases, the collection was not even tempted. In cases where the defect was in the plunger and, therefore, the attempted collection was made, no difficulty was reported to fit the needle to the syringe. Did professionals feel that there was difficulty moving the plunger, or the rod moves freely? If there was difficulty, detail. No, nothing has been reported about the rod, just the rubber of the plunger. Were the rods of the syringes broken, cracked or crooked? No, in visual inspection were in perfect condition. Were the corkscrews well-posted? Before starting use, yes. Only at the time of pulling the plunger did the defect appear. The bodies (cylinder) and/or nozzles (luer) of the syringes had some damage, crack or crushed? If so, detail. Some syringes had a broken nozzle, not allowing the needle to fit. In such cases, the syringe was not used. The others had their body and beak in perfect condition, and the defect was only in the rubber of the plunger... On (B)(6) 2023, customer reports the following: it was reported that defects were observed in the tip of the syringe. Could you tell us the batch that was found with this deviation? Could you confirm the quantity with deviation? R: in previous cases, the batches and quantities are unknown, we've just taken note of "defective batch", regardless the issue. However, recently we've received another syringe with this issue (pr#(B)(4))... Furthermore, it is reported that the syringes showed deviation in the plunger, could you tell us what deviation was found? (Ex: it was poorly positioned). Could you inform the batches identified with this deviation and the quantity affected? R: unfortunately, we didn't take notes of what issues were previously found in what batch and nor the quantity affected either. But the issue in plunger is always the same: the stopper is "loose" and/or with excess of lubrication, so it fails to vacuum."

Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Through visual inspection, it is observed the syringe tip is damaged, which likely caused air bubbles. The other images display a used syringe, unable to confirm any defects or issues based on the images. Physical samples and/or additional photos displaying failure are required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause for syringe tip damage and air bubbles are associated with the molding process. Adjustments to the disc transfer will be implemented. Based on the quality team's investigation, we are not able to identify a root cause for plunger damage, visible silicone, stopper defect related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the tip of the bd plastipak¿ luer-lok¿ syringe was defective and the needle couldn't be attached. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "customer reports that in the last batches received for material (B)(4), bubbles have been noted while blood sample acquisition. It has been compromising the proper blood draw volume, because once the acquisition comes with bubbles the intended volume is not reached. Once of the batches affected is 2271303, but this is not the only one the issue has been identified. ____ customer sent to us the additional information below. Unfortunately we have no defective syringe for shipping (we discarded because it is contaminated material), only photos exemplifying the reported problems. Follow the requested information:... ¿ how many units (quantity) of lot 2271303 had the problem? That is: how many events were identified / happened? Were not accounted for. Several collectors reported problems in blood suction, but we have no exact numbers... ¿ was there any damage to patients? (Eg insufficient sample for examination, need for recoletan, incorrect result due to low blood volume, blood sample showed foam, etc. - detailing). Yes. There was a need for new puncture in some cases (few) under low blood volume. In cases where blisters were trained, it was still possible to take advantage of the sample, without generating damage to patients. ¿ was there a need for medical intervention and/or clinical consequence due to what happened (additional or image exams, treatment change, diagnostic error, medicine administration, etc.)? (Detail) no. ¿ was there any difficulty in coupling the needles to the syringes? If so, describe. In cases where the tip of the syringe was defective, it was not possible to attach the needle. In such cases, the collection was not even tempted. In cases where the defect was in the plunger and, therefore, the attempted collection was made, no difficulty was reported to fit the needle to the syringe. ¿ did professionals feel that there was difficulty moving the plunger, or the rod moves freely? If there was difficulty, detail. No, nothing has been reported about the rod, just the rubber of the plunger. ¿ were the rods of the syringes broken, cracked or crooked? No, in visual inspection were in perfect condition. ¿ were the corkscrews well-posted? Before starting use, yes. Only at the time of pulling the plunger did the defect appear. ¿ the bodies (cylinder) and/or nozzles (luer) of the syringes had some damage, crack or crushed? If so, detail. Some syringes had a broken nozzle, not allowing the needle to fit. In such cases, the syringe was not used. The others had their body and beak in perfect condition, and the defect was only in the rubber of the plunger... On 20.sep.2023, customer reports the following: - it was reported that defects were observed in the tip of the syringe. Could you tell us the batch that was found with this deviation? Could you confirm the quantity with deviation? R: in previous cases, the batches and quantities are unknown, we've just taken note of "defective batch", regardless the issue. However, recently we've received another syringe with this issue (pr# (B)(4)). - furthermore, it is reported that the syringes showed deviation in the plunger, could you tell us what deviation was found? (Ex: it was poorly positioned). Could you inform the batches identified with this deviation and the quantity affected? R: unfortunately, we didn't take notes of what issues were previously found in what batch and nor the quantity affected either. But the issue in plunger is always the same: the stopper is "loose" and/or with excess of lubrication, so it fails to vacuum."